Event description:
Customer reported on a bravo ph capsule that failed to attach. There appeared to be a focal area of trauma to the esophageal mucosa at the point of attempted bravo capsule placement. The patient was not injured following the procedure.